Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s lock-screen slider tracked touch input, provided vibration and visual feedback, but failed to unlock the device, preventing access to menus and meal announcements while other lock-screen buttons functioned. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included the user¿s inability to operate the device interface and continued use of cgm through the dexcom app or receiver. Investigation included guided troubleshooting, including placement on the charging pad and a prolonged button hold, without resolution. Investigation of this device revealed the complaint was unable to be duplicated, however, the user's description of the issue matches an issue being addressed by software bug.